Event description:
During ablation of the cavo-tricuspid isthmus, a cardiac perforation occurred. A pop was heard and within minutes the patient's blood pressure dropped. Ultrasound control confirmed the perforation and a drain was put in place, however, surgery was needed to close the hole between the right atrium and the right ventricle. The patient is stable, extubated and conscious.

Manufacturer narrative:
Additional information d9, g3, h2, h3, h6; correction b5one bi-directional, curve d-f, tacticath sensor enabled contact force ablation catheter was received for evaluation. One video was submitted to product performance engineering. The video appears to show the ablation session in which the steam pop was heard by the physician and no anomalies were noted. The ablation time and lsi reading appeared to be around an expected range. In addition, contact force did not exceed 20 grams during this time, and temperature readings did not exceed 36c. Impedance values were noted to reach over 180 ohms near the end of the ablation session. When the returned device was connected to the tactisys quartz unit, optical fibers 1-3 met specifications for optical properties and contact force was displayed with no error messages noted. Both thermocouples, and electrode 1 met specifications during electrical testing with no open or short circuits detected. In addition, the device met specifications during temperature testing, occlusion testing, and leak testing. The tactisys log files were analyzed and indicated that the tacticath catheter performed as intended. The optical fibers met specifications, the recorded temperatures indicated cooling during rf ablation, and contact force measurements were displayed throughout the duration of the log files. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported cardiac perforation remains unknown. Per the IFU, cardiac perforation is a known risk during the use of this device.

Event description:
During ablation of the cavo-tricuspid isthmus, a cardiac perforation occurred. A steam-pop was heard and within minutes the patient became hypotensive. An ultrasound confirmed the perforation and a drain was put in place; however, surgery was required to close the hole between the right atrium and the right ventricle. The patient is stable, extubated and conscious. There was no performance issues noted on the device.